Event description:
The facility reported a fail code 500 after use. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention.